Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0338473 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0338473 was manufactured according to specifications and met performance requirements. Customer complained about one sample that gave n1 positive only with the bd sars-cov-2 reagents for bd max¿ system assay. Customer provided one run file (run 34) from instrument ct2158 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. The run #34 contained only one sample which is n1 positive. Manual pcr curve adjudication was conducted for the sample in position a1. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of the pcr curve shows a late and low but true amplification for n1 target without anomaly. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Bd was unable to confirm the exact cause of the customer¿s positive results. However, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0338473. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed at the state reference laboratory and the result was negative. The customer stated results were not reported out so there was no report of patient impact. (B)(4)

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed at the state reference laboratory and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4).